Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, endoleak and aortic expansion.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent urgent endovascular treatment of a symptomatic acute dissection extending from zones 2 to 9. According to the report, prior to the thoracic endovascular aortic repair (tevar), the patient was experiencing bilateral lower leg ischemia, mesenteric ischemia and renal ischemia as a result of malperfusion. According to the report, two conformable gore® tag® thoracic endoprostheses (tgu373715/unk and tgu373710/unk), were implanted in zone 2 with an additional tag device (tgu373720/unk) implanted within zone 4 and extending distally into zone 5. The devices were reported to have been delivered and deployed with without issue and successfully covered the primary entry tear in zone 3. At the time of the initial procedure, the maximum aortic diameter and was reported to have measured 55.9mm, in zone 4. Additionally, a branch procedure involving the left subclavian artery (lsa), celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed. Post branch treatment all vessels were reported to be patent with complete intentional coverage of the lsa. Post operatively the patient had a spinal drain placed and was transferred to the intensive care unit, with no post-operative complications being reported. It was reported, the patient was discharged home on post-operative day thirteen. The maximum aortic diameter within the treatment area at time of discharge was reported to be 55.9mm. On or about (B)(6) 2015, (post-operative day 118) follow-up imaging identified evidence of a type ii endoleak with a maximum aortic diameter within the treatment area of 55.9mm. On or about (B)(6) 2016, (post-operative day 696), follow up imaging identified distal extension of the dissection, persistent type ii endoleak, a distal type I endoleak, and a maximum aortic diameter within the treatment area of 83.0mm no additional procedures or interventions were reportedly performed to treat the dissection, endoleaks or aortic enlargement. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.